Event description:
It was reported versacross assess solution device was selected for transeptal access during an watchman procedure. A pericardial effusion was identified after transeptal was performed. The watchman sheath was placed in the left atrium and a 27mm device was inserted but not deployed. The transeptal was not optimal so the md opted to re-cross. During the re-cross process the pe was identified. Watchman procedure was aborted at this point and a pericardiocentesis was performed. Multiple blood products were given (cryo, ffp, prbcs, protamine, and factor 9). The patient remained stable the whole time. No surgery was required. Patient was sent to the ICU but is now out of the ICU and doing well.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.